Manufacturer narrative:
Bayer case number: (B)(4). The patient died on 22-sep-2025 at home "[death]", pelvic pain "[pelvic pain]", meallic fragment projecting over the pelvis "[device breakage]", menorrhagia "[menorrhagia]", migraines "[migraine]" , nocturnal enuresis, "[nocturnal enuresis]" , premenopausal status "[menopausal]", stress syndrome "[stress symptoms]", low back pain "[low back pain]", rregular menstrual cycles "[irregular menstrual cycle]", sudden sciatica of the left leg. "[Sciatica]", acid reflux "[acid reflux (oesophageal)]", borborygmi "[borborygmi]", postprandial gas "[gas]", fatigue "[fatigue]" , discomfort related to serous tympanum "[discomfort]" , hot flushes "[hot flushes]" , urinary leakage "[urinary incontinence, urinary urgency "[urinary urgency]" , dental inflammation affecting the upper right molar "[tooth inflammation]" , balance disorders "[balance disorder]" , occasional speech disorders "[speech disorder]", loss of balance "[loss of balance]" , nickel allergy "[nickel allergy]" ensations of instability "[unstable feeling]" , dizziness "[dizziness]" , headaches "[headache]" , difficulty urinating with post-void residual volume "[urination difficulty]", persistent spinal pain "[spinal pain]" , urinary leakage "[urinary incontinence]", urinary urgency "[urinary urgency]" , a new dental abscess, "[dental abscess]" , gas incontinence "[gas incontinence]" , constipation "[constipation]" , endometrial polyp, "[endometrial polyp]" chronic lumbago "[chronic lumbago]" , dorsal pain "[dorsal pain]" , umbar and cervical discopathies "[cervical discopathy]" , l4-l5 and l5-s1 osteoarthritis "[osteoarthritis of lumbar spin, cerebellar syndrome "[cerebellar syndrome]" , dysphonia "[dysphonia]" , worsening gait "[disorder gait]", obstructive sleep apnea syndrome "[obstructive sleep apnea syndrome]" , stridor "[stridor]" , spastic laryngeal movements "[laryngospasm]" , exertional dyspnea, "[exertional dyspnea]" , migraines "[migraine]", nocturnal enuresis "[nocturnal enuresis]", ent disorders "[ear, nose and throat disorder]" , neurological disorders worsen "[neurological disorder nos]" , case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of death ("the patient died on (B)(6) 2025 at home"), pelvic pain ("pelvic pain") and device breakage ("meallic fragment projecting over the pelvis") in a 61 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of sick leave and parity 2 (1990 & 1998). Previously administered products included: jasminelle. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2017. On unknown date she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), heavy menstrual bleeding ("menorrhagia"), a first episode of migraine ("migraines"), a first episode of enuresis ("nocturnal enuresis,"), menopause ("premenopausal status"), stress ("stress syndrome"), low back pain ("low back pain"), menstruation irregular ("rregular menstrual cycles"), sciatica ("sudden sciatica of the left leg."), gastrooesophageal reflux disease ("acid reflux"), gastrointestinal sounds abnormal ("borborygmi"), flatulence ("postprandial gas"), fatigue ("fatigue"), discomfort ("discomfort related to serous tympanum"), hot flush ("hot flushes"), a first episode of urinary incontinence ("urinary leakage"), a first episode of micturition urgency ("urinary urgency"), pulpitis dental ("dental inflammation affecting the upper right molar"), balance disorder ("balance disorders"), speech disorder ("occasional speech disorders"), loss of balance ("loss of balance"), allergy to metals ("nickel allergy"), feeling abnormal ("ensations of instability"), dizziness ("dizziness"), headache ("headaches"), dysuria ("difficulty urinating with post-void residual volume"), spinal pain ("persistent spinal pain"), a second episode of urinary incontinence ("urinary leakage"), a second episode of micturition urgency ("urinary urgency"), tooth abscess ("a new dental abscess,"), anal incontinence ("gas incontinence"), constipation ("constipation"), uterine polyp ("endometrial polyp,"), chronic lumbago ("chronic lumbago"), dorsal pain ("dorsal pain"), intervertebral disc disorder ("umbar and cervical discopathies"), spinal osteoarthritis ("l4-l5 and l5-s1 osteoarthritis"), cerebellar syndrome ("cerebellar syndrome"), dysphonia ("dysphonia"), gait disturbance ("worsening gait"), obstructive sleep apnoea syndrome ("obstructive sleep apnea syndrome"), stridor ("stridor"), laryngospasm ("spastic laryngeal movements"), dyspnoea exertional ("exertional dyspnea,"), a second episode of migraine ("migraines"), a second episode of enuresis ("nocturnal enuresis"), ear, nose and throat disorder ("ent disorders") and nervous system disorder ("neurological disorders worsen"). The patient was treated with surgery (on (B)(6) 2017, bilateral laparoscopic salpingectomy and hysterectomy). Death occurred on (B)(6) 2025. By the time of death, the stress, fatigue, latest episode of urinary incontinence, latest episode of micturition urgency, dysuria, tooth abscess and nervous system disorder had not resolved. The outcomes for device breakage, menopause, low back pain, sciatica, gastrooesophageal reflux disease, gastrointestinal sounds abnormal, flatulence, discomfort, hot flush, pulpitis dental, speech disorder, allergy to metals, feeling abnormal, dizziness, headache, spinal pain, anal incontinence, constipation, chronic lumbago, dorsal pain, intervertebral disc disorder, spinal osteoarthritis, cerebellar syndrome, dysphonia, gait disturbance, obstructive sleep apnoea syndrome, stridor, laryngospasm, dyspnoea exertional, ear, nose and throat disorder, the last episode of migraine and the last episode of enuresis were unknown. The reporter considered allergy to metals, anal incontinence, low back pain, chronic lumbago, dorsal pain, loss of balance, balance disorder, cerebellar syndrome, constipation, death, device breakage, discomfort, dizziness, dysphonia, dyspnoea exertional, dysuria, ear, nose and throat disorder, the second episode of enuresis, the first episode of enuresis, fatigue, feeling abnormal, flatulence, gait disturbance, gastrointestinal sounds abnormal, gastrooesophageal reflux disease, headache, heavy menstrual bleeding, hot flush, intervertebral disc disorder, laryngospasm, menopause, menstruation irregular, the second episode of micturition urgency, the first episode of micturition urgency, the first episode of migraine, the second episode of migraine, nervous system disorder, obstructive sleep apnoea syndrome, pelvic pain, pulpitis dental, sciatica, speech disorder, spinal osteoarthritis, spinal pain, stress, stridor, tooth abscess, the first episode of urinary incontinence, the second episode of urinary incontinence and uterine polyp to be related to essure administration. The reporter commented: essure mplant placement placed the patient in a long period of medical uncertainty and diagnostic wandering, durably preventing her from enjoying her family life and pursuing her professional projects. She was placed on sick leave from 2019 and was then recognized as disabled in 2022, which definitively ended her career. Faced with the accumulation of symptoms, the progressive loss of autonomy, and the absence of any prospect of improvement, the patient expressed that she no longer wished to continue living under such conditions and then initiated steps for euthanasia in belgium, reflecting the intensity of her suffering and her physical and psychological exhaustion. Nevertheless, the patient died on (B)(6) 2025 at home on (B)(6) 2009, the patient underwent essure device implantation for permanent contraception after intolerance to oral contraceptives and an intrauterine device. She was 44 years old and had two children at the time of implantation. She subsequently developed progressively worsening abnormal heavy menstrual bleeding, migraines, pelvic pain, urinary disorders, marked fatigue, and disabling pain. Over the following years, she reported severe sciatica with immobilizing pain, ent disorders requiring strong anti-inflammatory treatment, and recurrent symptoms that were not explained by laboratory test results. She later developed dizziness and balance disorders. At the end of 2016, she identified a possible link between her symptoms and the essure devices after a prolonged diagnostic wandering. In (B)(6) 2017, she underwent salpingectomy for device removal; one implant broke during the procedure. In (B)(6) 2017, she underwent hysterectomy to remove the remaining device fragment. After device removal, her symptoms, mainly neurological disorders, continued to worsen. She reported persistent pain and functional impairment affecting daily life and social activities. She was recognized as disabled by social security and was followed by a neurology department; despite multiple investigations, no precise diagnosis was established, and no effective treatment was proposed. Her condition was described as an unspecified degenerative neurological disorder. Diagnostic results (normal ranges are provided in parenthesis if available): "[abdominal x-ray]" on (B)(6) 2009: did not reveal any abnormality, as the essure device was correctly ¿in place "[colonoscopy]" on (B)(6) 2013: showed no abnormality. "[Computerised tomogram]" on (B)(6) 2012: t revealed ¿mechanical discopathy of the last three lumbar levels¿, ¿diffuse disc bulging predominating at l3-l4 and l4-l5¿, and a ¿small focal posteromedian disc protrusion at l5-s1¿. "[Computerised tomogram pelvis]" on (B)(6) 2017: metallic fragment at the level of the uterine cornu¿ "[histology]" on (B)(6) 2017: conclusion: no atypical features "[magnetic resonance imaging]" on (B)(6) 2017: he examination did not reveal any spinal cord abnormality but showed cervical and lumbar discopathy. "[Magnetic resonance imaging head]" on (B)(6) 2016: ue to balance disorders that had persisted for approximately two years. The examination was close to normal, with slight widening of the superior cerebellar sulci.; on (B)(6) 2020: showed findings compatible with cerebellar-type multiple system atrophy, and urodynamic assessment confirmed overactive bladder with dysuria, incomplete chronic urinary retention, and detrusor-sphincter dyssynergia "[ultrasound urinary system]" on (B)(6) 2017: ignificant post-void residual volume requiring urological assessment, and hepatic biliary cysts were considered benign. "[X-ray]" on (B)(6) 2017: the examination revealed disc space narrowing, osteoarthritis at l4-l5 and l5-s1, as well as the ¿presence of small metallic fragments in the left pelvic region¿.; on (B)(6) 2017: post-operative control plain abdominal x-ray confirmed the absence of a metallic foreign body and normal bone density. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reason for the reported complaint. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-jul-2026: upon receipt of new follow up argus cases (B)(4) are found t be duplicate of each other therefore argus case (B)(4) needs to nullify from argus database. All source documents, references, events, reporters & all relevant information has been transferred to retention case. On 10-jul-2026: no new clinical information was received. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received, the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). The patient died on (B)(6) 2025 at home "[death]". Pelvic pain "[pelvic pain]". Meallic fragment projecting over the pelvis "[device breakage]". Menorrhagia "[menorrhagia]". Migraines "[migraine]". Nocturnal enuresis, "[nocturnal enuresis]". Premenopausal status "[menopausal]". Stress syndrome "[stress symptoms]". Low back pain "[low back pain]". Regular menstrual cycles "[irregular menstrual cycle]". Sudden sciatica of the left leg. "[Sciatica]". Acid reflux "[acid reflux (oesophageal)]". Borborygmi "[borborygmi]". Postprandial gas "[gas]". Fatigue "[fatigue]". Discomfort related to serous tympanum "[discomfort]". Hot flushes "[hot flushes]". Urinary leakage "[urinary incontinence]". Urinary urgency "[urinary urgency]". Dental inflammation affecting the upper right molar "[tooth inflammation]". Balance disorders "[balance disorder]". Occasional speech disorders "[speech disorder]". Loss of balance "[loss of balance]". Nickel allergy "[nickel allergy]". Sensations of instability "[unstable feeling]". Dizziness "[dizziness]". Headaches "[headache]". Difficulty urinating with post-void residual volume "[urination difficulty]". Persistent spinal pain "[spinal pain]". Urinary leakage "[urinary incontinence]". Urinary urgency "[urinary urgency]". A new dental abscess, "[dental abscess]". Gas incontinence "[gas incontinence]". Constipation "[constipation]". Endometrial polyp, "[endometrial polyp]". Chronic lumbago "[chronic lumbago]". Dorsal pain "[dorsal pain]". Lumbar and cervical discopathies "[cervical discopathy]". L4-l5 and l5-s1 osteoarthritis "[osteoarthritis of lumbar spine]". Cerebellar syndrome "[cerebellar syndrome]". Dysphonia "[dysphonia]". Worsening gait "[disorder gait]". Obstructive sleep apnea syndrome "[obstructive sleep apnea syndrome]". Stridor "[stridor]". Spastic laryngeal movements "[laryngospasm]". Exertional dyspnea, "[exertional dyspnea]". Migraines "[migraine]". Nocturnal enuresis "[nocturnal enuresis]". Ent disorders "[ear, nose and throat disorder]". Neurological disorders worsen "[neurological disorder nos]". Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of death ('the patient died on (B)(6) 2025 at home'), pelvic pain ('pelvic pain') and device breakage ('meallic fragment projecting over the pelvis') in a 61-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 (1990 & 1998) and sick leave. Previously administered products included for an unreported indication: jasminelle. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), heavy menstrual bleeding ("menorrhagia"), the first episode of migraine ("migraines"), the first episode of enuresis ("nocturnal enuresis,"), menopause ("premenopausal status"), stress ("stress syndrome"), low back pain ("low back pain"), menstruation irregular ("regular menstrual cycles"), sciatica ("sudden sciatica of the left leg."), gastrooesophageal reflux disease ("acid reflux"), gastrointestinal sounds abnormal ("borborygmi"), flatulence ("postprandial gas"), fatigue ("fatigue"), discomfort ("discomfort related to serous tympanum"), hot flush ("hot flushes"), the first episode of urinary incontinence ("urinary leakage"), the first episode of micturition urgency ("urinary urgency"), pulpitis dental ("dental inflammation affecting the upper right molar"), balance disorder ("balance disorders"), speech disorder ("occasional speech disorders"), loss of balance ("loss of balance"), allergy to metals ("nickel allergy"), feeling abnormal ("sensations of instability"), dizziness ("dizziness"), headache ("headaches"), dysuria ("difficulty urinating with post-void residual volume"), spinal pain ("persistent spinal pain"), the second episode of urinary incontinence ("urinary leakage"), the second episode of micturition urgency ("urinary urgency"), tooth abscess ("a new dental abscess,"), anal incontinence ("gas incontinence"), constipation ("constipation"), uterine polyp ("endometrial polyp,"), chronic lumbago ("chronic lumbago"), dorsal pain ("dorsal pain"), intervertebral disc disorder ("lumbar and cervical discopathies"), spinal osteoarthritis ("l4-l5 and l5-s1 osteoarthritis"), cerebellar syndrome ("cerebellar syndrome"), dysphonia ("dysphonia"), gait disturbance ("worsening gait"), obstructive sleep apnoea syndrome ("obstructive sleep apnea syndrome"), stridor ("stridor"), laryngospasm ("spastic laryngeal movements"), dyspnoea exertional ("exertional dyspnea,"), the second episode of migraine ("migraines"), the second episode of enuresis ("nocturnal enuresis"), ear, nose and throat disorder ("ent disorders") and nervous system disorder ("neurological disorders worsen"). Death occurred on (B)(6) 2025. The patient was treated with surgery (on (B)(6) 2017, bilateral laparoscopic salpingectomy and hysterectomy). Essure was removed on (B)(6) 2017. By the time of death, the device breakage, menopause, low back pain, sciatica, gastrooesophageal reflux disease, gastrointestinal sounds abnormal, flatulence, discomfort, hot flush, pulpitis dental, speech disorder, allergy to metals, feeling abnormal, dizziness, headache, spinal pain, anal incontinence, constipation, chronic lumbago, dorsal pain, intervertebral disc disorder, spinal osteoarthritis, cerebellar syndrome, dysphonia, gait disturbance, obstructive sleep apnoea syndrome, stridor, laryngospasm, dyspnoea exertional, the last episode of migraine, the last episode of enuresis and ear, nose and throat disorder outcome was unknown and the stress, fatigue, dysuria, the last episode of urinary incontinence, the last episode of micturition urgency, tooth abscess and nervous system disorder had not resolved. The reporter considered allergy to metals, anal incontinence, balance disorder, cerebellar syndrome, constipation, death, device breakage, discomfort, dizziness, dysphonia, dyspnoea exertional, dysuria, ear, nose and throat disorder, fatigue, feeling abnormal, flatulence, gait disturbance, gastrointestinal sounds abnormal, gastrooesophageal reflux disease, headache, heavy menstrual bleeding, hot flush, intervertebral disc disorder, laryngospasm, low back pain, menopause, menstruation irregular, nervous system disorder, obstructive sleep apnoea syndrome, pelvic pain, pulpitis dental, sciatica, speech disorder, spinal osteoarthritis, spinal pain, stress, stridor, tooth abscess, uterine polyp, the first episode of enuresis, the first episode of micturition urgency, the first episode of migraine, the first episode of urinary incontinence, chronic lumbago, loss of balance, the second episode of enuresis, the second episode of micturition urgency, the second episode of migraine, the second episode of urinary incontinence and dorsal pain to be related to essure. The reporter commented: essure implant placement placed the patient in a long period of medical uncertainty and diagnostic wandering, durably preventing her from enjoying her family life and pursuing her professional projects. She was placed on sick leave from 2019 and was then recognized as disabled in 2022, which definitively ended her career. Faced with the accumulation of symptoms, the progressive loss of autonomy, and the absence of any prospect of improvement, the patient expressed that she no longer wished to continue living under such conditions and then initiated steps for euthanasia in belgium, reflecting the intensity of her suffering and her physical and psychological exhaustion. Nevertheless, the patient died on (B)(6) 2025 at home on (B)(6) 2009, the patient underwent essure device implantation for permanent contraception after intolerance to oral contraceptives and an intrauterine device. She was 44 years old and had two children at the time of implantation. She subsequently developed progressively worsening abnormal heavy menstrual bleeding, migraines, pelvic pain, urinary disorders, marked fatigue, and disabling pain. Over the following years, she reported severe sciatica with immobilizing pain, ent disorders requiring strong anti-inflammatory treatment, and recurrent symptoms that were not explained by laboratory test results. She later developed dizziness and balance disorders. At the end of 2016, she identified a possible link between her symptoms and the essure devices after a prolonged diagnostic wandering. On (B)(6) 2017, she underwent salpingectomy for device removal; one implant broke during the procedure. On (B)(6) 2017, she underwent hysterectomy to remove the remaining device fragment. After device removal, her symptoms, mainly neurological disorders, continued to worsen. She reported persistent pain and functional impairment affecting daily life and social activities. She was recognized as disabled by social security and was followed by a neurology department; despite multiple investigations, no precise diagnosis was established, and no effective treatment was proposed. Her condition was described as an unspecified degenerative neurological disorder diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2009: did not reveal any abnormality, as the essure device was correctly ¿in place. Colonoscopy - on (B)(6) 2013: showed no abnormality. Computerised tomogram - on (B)(6) 2012: t revealed ¿mechanical discopathy of the last three lumbar levels¿, ¿diffuse disc bulging predominating at l3-l4 and l4-l5¿, and a ¿small focal posteromedian disc protrusion at l5-s1¿.. Computerised tomogram pelvis - on (B)(6) 2017: metallic fragment at the level of the uterine cornu¿. Histology - on (B)(6) 2017: conclusion: no atypical features. Magnetic resonance imaging - on (B)(6) 2017: he examination did not reveal any spinal cord abnormality but showed cervical and lumbar discopathy. Magnetic resonance imaging head - on (B)(6) 2016: ue to balance disorders that had persisted for approximately two years. The examination was close to normal, with slight widening of the superior cerebellar sulci.; on (B)(6) 2020: showed findings compatible with cerebellar-type multiple system atrophy, and urodynamic assessment confirmed overactive bladder with dysuria, incomplete chronic urinary retention, and detrusor-sphincter dyssynergia. Ultrasound urinary system - on (B)(6) 2017: significant post-void residual volume requiring urological assessment, and hepatic biliary cysts were considered benign. X-ray - on (B)(6) 2017: the examination revealed disc space narrowing, osteoarthritis at l4-l5 and l5-s1, as well as the ¿presence of small metallic fragments in the left pelvic region¿.; on (B)(6) 2017: post-operative control plain abdominal x-ray confirmed the absence of a metallic foreign body and normal bone density. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reason for the reported complaint. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. 10-jul-2026: upon receipt of new follow up argus cases (B)(4) are found to be duplicate of each other therefore argus case (B)(6) needs to nullify from argus database. All source documents, references, events, reporters & all relevant information has been transferred to retention case. Amendment: the report was amended for the following reason: upon internal review EU/ ca device (for final non-reportable incident) field updated. No new follow-up information was received from the reporter. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received, the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). The patient died on (B)(6) 2025 at home "[death]". Pelvic pain "[pelvic pain]", meallic fragment projecting over the pelvis "[device breakage]", menorrhagia "[menorrhagia]", migraines "[migraine]", nocturnal enuresis, "[nocturnal enuresis]", premenopausal status "[menopausal]", stress syndrome "[stress symptoms]", low back pain "[low back pain]", rregular menstrual cycles "[irregular menstrual cycle]", sudden sciatica of the left leg. "[Sciatica]", acid reflux "[acid reflux (oesophageal)]", borborygmi "[borborygmi]", postprandial gas "[gas]", fatigue "[fatigue]", discomfort related to serous tympanum "[discomfort]", hot flushes "[hot flushes]", urinary leakage "[urinary incontinence]", urinary urgency "[urinary urgency]", dental inflammation affecting the upper right molar "[tooth inflammation]", balance disorders "[balance disorder]", occasional speech disorders "[speech disorder]", loss of balance "[loss of balance]", nickel allergy "[nickel allergy]", ensations of instability "[unstable feeling]", dizziness "[dizziness]", headaches "[headache]", difficulty urinating with post-void residual volume "[urination difficulty]", persistent spinal pain "[spinal pain]", urinary leakage "[urinary incontinence]", urinary urgency "[urinary urgency]", a new dental abscess, "[dental abscess]", gas incontinence "[gas incontinence]", constipation "[constipation]", endometrial polyp, "[endometrial polyp]", chronic lumbago "[chronic lumbago]", dorsal pain "[dorsal pain]", umbar and cervical discopathies "[cervical discopathy]", l4-l5 and l5-s1 osteoarthritis "[osteoarthritis of lumbar spine]", cerebellar syndrome "[cerebellar syndrome]", dysphonia "[dysphonia]", worsening gait "[disorder gait]", obstructive sleep apnea syndrome "[obstructive sleep apnea syndrome]", stridor "[stridor]", spastic laryngeal movements "[laryngospasm]", exertional dyspnea, "[exertional dyspnea]", migraines "[migraine]", nocturnal enuresis "[nocturnal enuresis]", ent disorders "[ear, nose and throat disorder]", neurological disorders worsen "[neurological disorder nos]", case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of death ("the patient died on (B)(6) 2025 at home"), pelvic pain ("pelvic pain") and device breakage ("meallic fragment projecting over the pelvis") in a 61 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of sick leave and parity 2 (1990 & 1998). Previously administered products included: jasminelle. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2017. On unknown date she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), heavy menstrual bleeding ("menorrhagia"), a first episode of migraine ("migraines"), a first episode of enuresis ("nocturnal enuresis,"), menopause ("premenopausal status"), stress ("stress syndrome"), low back pain ("low back pain"), menstruation irregular ("rregular menstrual cycles"), sciatica ("sudden sciatica of the left leg."), gastrooesophageal reflux disease ("acid reflux"), gastrointestinal sounds abnormal ("borborygmi"), flatulence ("postprandial gas"), fatigue ("fatigue"), discomfort ("discomfort related to serous tympanum"), hot flush ("hot flushes"), a first episode of urinary incontinence ("urinary leakage"), a first episode of micturition urgency ("urinary urgency"), pulpitis dental ("dental inflammation affecting the upper right molar"), balance disorder ("balance disorders"), speech disorder ("occasional speech disorders"), loss of balance ("loss of balance"), allergy to metals ("nickel allergy"), feeling abnormal ("ensations of instability"), dizziness ("dizziness"), headache ("headaches"), dysuria ("difficulty urinating with post-void residual volume"), spinal pain ("persistent spinal pain"), a second episode of urinary incontinence ("urinary leakage"), a second episode of micturition urgency ("urinary urgency"), tooth abscess ("a new dental abscess,"), anal incontinence ("gas incontinence"), constipation ("constipation"), uterine polyp ("endometrial polyp,"), chronic lumbago ("chronic lumbago"), dorsal pain ("dorsal pain"), intervertebral disc disorder ("umbar and cervical discopathies"), spinal osteoarthritis ("l4-l5 and l5-s1 osteoarthritis"), cerebellar syndrome ("cerebellar syndrome"), dysphonia ("dysphonia"), gait disturbance ("worsening gait"), obstructive sleep apnoea syndrome ("obstructive sleep apnea syndrome"), stridor ("stridor"), laryngospasm ("spastic laryngeal movements"), dyspnoea exertional ("exertional dyspnea,"), a second episode of migraine ("migraines"), a second episode of enuresis ("nocturnal enuresis"), ear, nose and throat disorder ("ent disorders") and nervous system disorder ("neurological disorders worsen"). The patient was treated with surgery (on (B)(6) 2017, bilateral laparoscopic salpingectomy and hysterectomy). Death occurred on (B)(6) 2025. By the time of death, the stress, fatigue, latest episode of urinary incontinence, latest episode of micturition urgency, dysuria, tooth abscess and nervous system disorder had not resolved. The outcomes for device breakage, menopause, low back pain, sciatica, gastrooesophageal reflux disease, gastrointestinal sounds abnormal, flatulence, discomfort, hot flush, pulpitis dental, speech disorder, allergy to metals, feeling abnormal, dizziness, headache, spinal pain, anal incontinence, constipation, chronic lumbago, dorsal pain, intervertebral disc disorder, spinal osteoarthritis, cerebellar syndrome, dysphonia, gait disturbance, obstructive sleep apnoea syndrome, stridor, laryngospasm, dyspnoea exertional, ear, nose and throat disorder, the last episode of migraine and the last episode of enuresis were unknown. The reporter considered allergy to metals, anal incontinence, low back pain, chronic lumbago, dorsal pain, loss of balance, balance disorder, cerebellar syndrome, constipation, death, device breakage, discomfort, dizziness, dysphonia, dyspnoea exertional, dysuria, ear, nose and throat disorder, the second episode of enuresis, the first episode of enuresis, fatigue, feeling abnormal, flatulence, gait disturbance, gastrointestinal sounds abnormal, gastrooesophageal reflux disease, headache, heavy menstrual bleeding, hot flush, intervertebral disc disorder, laryngospasm, menopause, menstruation irregular, the second episode of micturition urgency, the first episode of micturition urgency, the first episode of migraine, the second episode of migraine, nervous system disorder, obstructive sleep apnoea syndrome, pelvic pain, pulpitis dental, sciatica, speech disorder, spinal osteoarthritis, spinal pain, stress, stridor, tooth abscess, the first episode of urinary incontinence, the second episode of urinary incontinence and uterine polyp to be related to essure administration. The reporter commented: essure mplant placement placed the patient in a long period of medical uncertainty and diagnostic wandering, durably preventing her from enjoying her family life and pursuing her professional projects. She was placed on sick leave from 2019 and was then recognized as disabled in 2022, which definitively ended her career. Faced with the accumulation of symptoms, the progressive loss of autonomy, and the absence of any prospect of improvement, the patient expressed that she no longer wished to continue living under such conditions and then initiated steps for euthanasia in belgium, reflecting the intensity of her suffering and her physical and psychological exhaustion. Nevertheless, the patient died on (B)(6) 2025 at home on (B)(6) 2009, the patient underwent essure device implantation for permanent contraception after intolerance to oral contraceptives and an intrauterine device. She was 44 years old and had two children at the time of implantation. She subsequently developed progressively worsening abnormal heavy menstrual bleeding, migraines, pelvic pain, urinary disorders, marked fatigue, and disabling pain. Over the following years, she reported severe sciatica with immobilizing pain, ent disorders requiring strong anti-inflammatory treatment, and recurrent symptoms that were not explained by laboratory test results. She later developed dizziness and balance disorders. At the end of 2016, she identified a possible link between her symptoms and the essure devices after a prolonged diagnostic wandering. In (B)(6) 2017, she underwent salpingectomy for device removal; one implant broke during the procedure. In (B)(6) 2017, she underwent hysterectomy to remove the remaining device fragment. After device removal, her symptoms, mainly neurological disorders, continued to worsen. She reported persistent pain and functional impairment affecting daily life and social activities. She was recognized as disabled by social security and was followed by a neurology department; despite multiple investigations, no precise diagnosis was established, and no effective treatment was proposed. Her condition was described as an unspecified degenerative neurological disorder. Diagnostic results (normal ranges are provided in parenthesis if available): "[abdominal x-ray]" on (B)(6) 2009: did not reveal any abnormality, as the essure device was correctly ¿in place "[colonoscopy]" on (B)(6) 2013: showed no abnormality. "[Computerised tomogram]" on (B)(6) 2012: t revealed ¿mechanical discopathy of the last three lumbar levels¿, ¿diffuse disc bulging predominating at l3-l4 and l4-l5¿, and a ¿small focal posteromedian disc protrusion at l5-s1¿. "[Computerised tomogram pelvis]" on (B)(6) 2017: metallic fragment at the level of the uterine cornu¿ "[histology]" on (B)(6) 2017: conclusion: no atypical features "[magnetic resonance imaging]" on (B)(6) 2017: he examination did not reveal any spinal cord abnormality but showed cervical and lumbar discopathy. "[Magnetic resonance imaging head]" on (B)(6) 2016: ue to balance disorders that had persisted for approximately two years. The examination was close to normal, with slight widening of the superior cerebellar sulci. "[Ultrasound urinary system]" on (B)(6) 2017: ignificant post-void residual volume requiring urological assessment, and hepatic biliary cysts were considered benign. "[X-ray]" on (B)(6) 2017: the examination revealed disc space narrowing, osteoarthritis at l4-l5 and l5-s1, as well as the ¿presence of small metallic fragments in the left pelvic region¿.; on (B)(6) 2017: post-operative control plain abdominal x-ray confirmed the absence of a metallic foreign body and normal bone density. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reason for the reported complaint. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-jul-2026: upon receipt of new follow up argus cases (B)(4) are found t be duplicate of each other therefore argus case (B)(4) needs to nullify from argus database. All source documents, references, events, reporters & all relevant information has been transferred to retention case. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received, the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). The patient died on (B)(6) 2025 at home "[death]". Pelvic pain. Metallic fragment projecting over the pelvis "[device breakage]". Menorrhagia. Migraines "[migraine. Nocturnal enuresis. Premenopausal status "[menopausal]". Stress syndrome "[stress symptoms]". Low back pain. Irregular menstrual cycles "[irregular menstrual cycle]". Sudden sciatica of the left leg. "[Sciatica]". Acid reflux "[acid reflux (oesophageal)]". Borborygmi. Postprandial gas "[gas]". Fatigue. Discomfort related to serous tympanum "[discomfort]". Hot flushes. Urinary leakage "[urinary incontinence]". Urinary urgency. Dental inflammation affecting the upper right molar "[tooth inflammation]". Balance disorders]"]". Occasional speech disorders "[speech disorder]". Loss of balance. Nickel allergy. Sensations of instability "[unstable feeling]". Dizziness. Headaches. Difficulty urinating with post-void residual volume "[urination difficulty]" persistent spinal pain "[spinal pain]" urinary leakage "[urinary incontinence]". Urinary urgency. A new dental abscess. Gas incontinence. Constipation. Endometrial polyp. Chronic lumbago. Dorsal pain. Lumbar and cervical discopathies "[cervical discopathy]". L4-l5 and l5-s1 osteoarthritis "[osteoarthritis of lumbar spine]". Cerebellar syndrome. Dysphonia. Worsening gait "[disorder gait]". Obstructive sleep apnea syndrome. Stridor. Spastic laryngeal movements "[laryngospasm]". Exertional dyspnea. Migraines "[migraine]". Nocturnal enuresis. Ent disorders "[ear, nose and throat disorder]". Neurological disorders worsen "[neurological disorder nos]". Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of death ("the patient died on (B)(6) 2025 at home"), pelvic pain ("pelvic pain") and device breakage ("metallic fragment projecting over the pelvis") in a 61 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of sick leave and parity 2 (1990 & 1998). Previously administered products included: jasminelle. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6)2017. On unknown date she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), heavy menstrual bleeding ("menorrhagia"), a first episode of migraine ("migraines"), a first episode of enuresis ("nocturnal enuresis,"), menopause ("premenopausal status"), stress ("stress syndrome"), low back pain ("low back pain"), menstruation irregular ("irregular menstrual cycles"), sciatica ("sudden sciatica of the left leg."), gastrooesophageal reflux disease ("acid reflux"), gastrointestinal sounds abnormal ("borborygmi"), flatulence ("postprandial gas"), fatigue ("fatigue"), discomfort ("discomfort related to serous tympanum"), hot flush ("hot flushes"), a first episode of urinary incontinence ("urinary leakage "), a first episode of micturition urgency ("urinary urgency "), pulpitis dental ("dental inflammation affecting the upper right molar"), balance disorder ("balance disorders"), speech disorder ("occasional speech disorders"), loss of balance ("loss of balance"), allergy to metals ("nickel allergy"), feeling abnormal ("sensations of instability"), dizziness ("dizziness"), headache ("headaches"), dysuria ("difficulty urinating with post-void residual volume"), spinal pain ("persistent spinal pain"), a second episode of urinary incontinence ("urinary leakage"), a second episode of micturition urgency ("urinary urgency"), tooth abscess ("a new dental abscess,"), anal incontinence (" gas incontinence"), constipation ("constipation"), uterine polyp ("endometrial polyp,"), chronic lumbago ("chronic lumbago"), dorsal pain ("dorsal pain"), intervertebral disc disorder ("umbar and cervical discopathies"), spinal osteoarthritis ("l4-l5 and l5-s1 osteoarthritis"), cerebellar syndrome ("cerebellar syndrome"), dysphonia ("dysphonia"), gait disturbance ("worsening gait"), obstructive sleep apnoea syndrome ("obstructive sleep apnea syndrome"), stridor ("stridor"), laryngospasm ("spastic laryngeal movements"), dyspnoea exertional ("exertional dyspnea,"), a second episode of migraine ("migraines"), a second episode of enuresis ("nocturnal enuresis"), ear, nose and throat disorder ("ent disorders") and nervous system disorder ("neurological disorders worsen"). The patient was treated with surgery (on (B)(6) 2017, bilateral laparoscopic salpingectomy and laparoscopic interadnexal hysterectomy). Death occurred on (B)(6) 2025. By the time of death, the stress, fatigue, latest episode of urinary incontinence, latest episode of micturition urgency, dysuria, tooth abscess and nervous system disorder had not resolved. The outcomes for device breakage, menopause, low back pain, sciatica, gastrooesophageal reflux disease, gastrointestinal sounds abnormal, flatulence, discomfort, hot flush, pulpitis dental, speech disorder, allergy to metals, feeling abnormal, dizziness, headache, spinal pain, anal incontinence, constipation, chronic lumbago, dorsal pain, intervertebral disc disorder, spinal osteoarthritis, cerebellar syndrome, dysphonia, gait disturbance, obstructive sleep apnoea syndrome, stridor, laryngospasm, dyspnoea exertional, ear, nose and throat disorder, the last episode of migraine and the last episode of enuresis were unknown. The reporter considered allergy to metals, anal incontinence, low back pain, chronic lumbago, dorsal pain, loss of balance, balance disorder, cerebellar syndrome, constipation, death, device breakage, discomfort, dizziness, dysphonia, dyspnoea exertional, dysuria, ear, nose and throat disorder, the second episode of enuresis, the first episode of enuresis, fatigue, feeling abnormal, flatulence, gait disturbance, gastrointestinal sounds abnormal, gastrooesophageal reflux disease, headache, heavy menstrual bleeding, hot flush, intervertebral disc disorder, laryngospasm, menopause, menstruation irregular, the second episode of micturition urgency, the first episode of micturition urgency, the first episode of migraine, the second episode of migraine, nervous system disorder, obstructive sleep apnoea syndrome, pelvic pain, pulpitis dental, sciatica, speech disorder, spinal osteoarthritis, spinal pain, stress, stridor, tooth abscess, the first episode of urinary incontinence, the second episode of urinary incontinence and uterine polyp to be related to essure administration. The reporter commented: essure mplant placement placed the patient in a long period of medical uncertainty and diagnostic wandering, durably preventing her from enjoying her family life and pursuing her professional projects. She was placed on sick leave from 2019 and was then recognized as disabled in 2022, which definitively ended her career. Faced with the accumulation of symptoms, the progressive loss of autonomy, and the absence of any prospect of improvement, the patient expressed that she no longer wished to continue living under such conditions and then initiated steps for euthanasia in belgium, reflecting the intensity of her suffering and her physical and psychological exhaustion. Nevertheless, the patient died on (B)(6) 2025 at home. On (B)(6) 2009, the patient underwent essure device implantation for permanent contraception after intolerance to oral contraceptives and an intrauterine device. She was 44 years old and had two children at the time of implantation. She subsequently developed progressively worsening abnormal heavy menstrual bleeding, migraines, pelvic pain, urinary disorders, marked fatigue, and disabling pain. Over the following years, she reported severe sciatica with immobilizing pain, ent disorders requiring strong anti-inflammatory treatment, and recurrent symptoms that were not explained by laboratory test results. She later developed dizziness and balance disorders. At the end of 2016, she identified a possible link between her symptoms and the essure devices after a prolonged diagnostic wandering. In (B)(6) 2017, she underwent salpingectomy for device removal; one implant broke during the procedure. In (B)(6) 2017, she underwent hysterectomy to remove the remaining device fragment. After device removal, her symptoms, mainly neurological disorders, continued to worsen. She reported persistent pain and functional impairment affecting daily life and social activities. She was recognized as disabled by social security and was followed by a neurology department; despite multiple investigations, no precise diagnosis was established, and no effective treatment was proposed. Her condition was described as an unspecified degenerative neurological disorder. Diagnostic results (normal ranges are provided in parenthesis if available): "[abdominal x-ray]" on (B)(6) 2009: did not reveal any abnormality, as the essure device was correctly ¿in place. "[Colonoscopy]" on (B)(6) 2013: showed no abnormality. "[Computerised tomogram]" on (B)(6) 2012: t revealed ¿mechanical discopathy of the last three lumbar levels¿, ¿diffuse disc bulging predominating at l3-l4 and l4-l5¿, and a ¿small focal posteromedian disc protrusion at l5-s1¿. "[Computerised tomogram pelvis]" on (B)(6) 2017: metallic fragment at the level of the uterine cornu." "[Histology]" on (B)(6) 2017: conclusion: no atypical features. "[Magnetic resonance imaging]" on (B)(6) 2017: the examination did not reveal any spinal cord abnormality but showed cervical and lumbar discopathy. "[Magnetic resonance imaging head]" on (B)(6) 2016: ue to balance disorders that had persisted for approximately two years. The examination was close to normal, with slight widening of the superior cerebellar sulci. "[Ultrasound urinary system]" on (B)(6) 2017: significant post-void residual volume requiring urological assessment, and hepatic biliary cysts were considered benign. "[X-ray]" on (B)(6) 2017: the examination revealed disc space narrowing, osteoarthritis at l4-l5 and l5-s1, as well as the ¿presence of small metallic fragments in the left pelvic region¿.; (B)(6) 2017: post-operative control plain abdominal x-ray confirmed the absence of a metallic foreign body and normal bone density. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received, the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). The patient died on (B)(4) 2025 at home "[death]". Pelvic pain "[pelvic pain]". Meallic fragment projecting over the pelvis "[device breakage]". Menorrhagia "[menorrhagia]". Migraines "[migraine]". Nocturnal enuresis, "[nocturnal enuresis]" premenopausal status "[menopausal]" . Stress syndrome "[stress symptoms]" . Low back pain "[low back pain]" . Rregular menstrual cycles "[irregular menstrual cycle]" . Sudden sciatica of the left leg. "[Sciatica]" . Acid reflux "[acid reflux (oesophageal)]" . Borborygmi "[borborygmi]" . Postprandial gas "[gas]" . Fatigue "[fatigue]" . Discomfort related to serous tympanum "[discomfort]" . Hot flushes "[hot flushes]" . Urinary leakage "[urinary incontinence]" . Urinary urgency "[urinary urgency]" . Dental inflammation affecting the upper right molar "[tooth inflammation]" . Balance disorders "[balance disorder]" . Occasional speech disorders "[speech disorder]" . Loss of balance "[loss of balance]" . Nickel allergy "[nickel allergy]" . Ensations of instability "[unstable feeling]". Dizziness "[dizziness]" . Headaches "[headache]" . Difficulty urinating with post-void residual volume "[urination difficulty]" . Persistent spinal pain "[spinal pain]" . Urinary leakage "[urinary incontinence]" . Urinary urgency "[urinary urgency]" . A new dental abscess, "[dental abscess]" . Gas incontinence "[gas incontinence]" . Constipation "[constipation]" . Endometrial polyp, "[endometrial polyp]" . Chronic lumbago "[chronic lumbago]" . Dorsal pain "[dorsal pain]" . Umbar and cervical discopathies "[cervical discopathy]" . L4-l5 and l5-s1 osteoarthritis "[osteoarthritis of lumbar spine]" . Cerebellar syndrome "[cerebellar syndrome]" . Dysphonia "[dysphonia]" . Worsening gait "[disorder gait]" . Obstructive sleep apnea syndrome "[obstructive sleep apnea syndrome]" . Stridor "[stridor]" . Spastic laryngeal movements "[laryngospasm]". Exertional dyspnea, "[exertional dyspnea]" . Migraines "[migraine]" . Nocturnal enuresis "[nocturnal enuresis]" . Ent disorders "[ear, nose and throat disorder]" . Neurological disorders worsen "[neurological disorder nos]" . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of death ("the patient died on (B)(6) 2025 at home"), pelvic pain ("pelvic pain") and device breakage ("meallic fragment projecting over the pelvis") in a 61 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of sick leave and parity 2 (1990 & 1998). Previously administered products included: jasminelle. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2017. On unknown date she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), heavy menstrual bleeding ("menorrhagia"), a first episode of migraine ("migraines"), a first episode of enuresis ("nocturnal enuresis,"), menopause ("premenopausal status"), stress ("stress syndrome"), low back pain ("low back pain"), menstruation irregular ("rregular menstrual cycles"), sciatica ("sudden sciatica of the left leg."), gastrooesophageal reflux disease ("acid reflux"), gastrointestinal sounds abnormal ("borborygmi"), flatulence ("postprandial gas"), fatigue ("fatigue"), discomfort ("discomfort related to serous tympanum"), hot flush ("hot flushes"), a first episode of urinary incontinence ("urinary leakage "), a first episode of micturition urgency ("urinary urgency"), pulpitis dental ("dental inflammation affecting the upper right molar"), balance disorder ("balance disorders"), speech disorder ("occasional speech disorders"), loss of balance ("loss of balance"), allergy to metals ("nickel allergy"), feeling abnormal ("ensations of instability"), dizziness ("dizziness"), headache ("headaches"), dysuria ("difficulty urinating with post-void residual volume"), spinal pain ("persistent spinal pain"), a second episode of urinary incontinence ("urinary leakage"), a second episode of micturition urgency ("urinary urgency"), tooth abscess ("a new dental abscess,"), anal incontinence (" gas incontinence"), constipation ("constipation"), uterine polyp ("endometrial polyp,"), chronic lumbago ("chronic lumbago"), dorsal pain ("dorsal pain"), intervertebral disc disorder ("umbar and cervical discopathies"), spinal osteoarthritis ("l4-l5 and l5-s1 osteoarthritis"), cerebellar syndrome ("cerebellar syndrome"), dysphonia ("dysphonia"), gait disturbance ("worsening gait"), obstructive sleep apnoea syndrome ("obstructive sleep apnea syndrome"), stridor ("stridor"), laryngospasm ("spastic laryngeal movements"), dyspnoea exertional ("exertional dyspnea,"), a second episode of migraine ("migraines"), a second episode of enuresis ("nocturnal enuresis"), ear, nose and throat disorder ("ent disorders") and nervous system disorder ("neurological disorders worsen"). The patient was treated with surgery (on (B)(6) 2017, bilateral laparoscopic salpingectomy and aparoscopic interadnexal hysterectomy). Death occurred on (B)(6) 2025. By the time of death, the stress, fatigue, latest episode of urinary incontinence, latest episode of micturition urgency, dysuria, tooth abscess and nervous system disorder had not resolved. The outcomes for device breakage, menopause, low back pain, sciatica, gastrooesophageal reflux disease, gastrointestinal sounds abnormal, flatulence, discomfort, hot flush, pulpitis dental, speech disorder, allergy to metals, feeling abnormal, dizziness, headache, spinal pain, anal incontinence, constipation, chronic lumbago, dorsal pain, intervertebral disc disorder, spinal osteoarthritis, cerebellar syndrome, dysphonia, gait disturbance, obstructive sleep apnoea syndrome, stridor, laryngospasm, dyspnoea exertional, ear, nose and throat disorder, the last episode of migraine and the last episode of enuresis were unknown. The reporter considered allergy to metals, anal incontinence, low back pain, chronic lumbago, dorsal pain, loss of balance, balance disorder, cerebellar syndrome, constipation, death, device breakage, discomfort, dizziness, dysphonia, dyspnoea exertional, dysuria, ear, nose and throat disorder, the second episode of enuresis, the first episode of enuresis, fatigue, feeling abnormal, flatulence, gait disturbance, gastrointestinal sounds abnormal, gastrooesophageal reflux disease, headache, heavy menstrual bleeding, hot flush, intervertebral disc disorder, laryngospasm, menopause, menstruation irregular, the second episode of micturition urgency, the first episode of micturition urgency, the first episode of migraine, the second episode of migraine, nervous system disorder, obstructive sleep apnoea syndrome, pelvic pain, pulpitis dental, sciatica, speech disorder, spinal osteoarthritis, spinal pain, stress, stridor, tooth abscess, the first episode of urinary incontinence, the second episode of urinary incontinence and uterine polyp to be related to essure administration. The reporter commented: essure mplant placement placed the patient in a long period of medical uncertainty and diagnostic wandering, durably preventing her from enjoying her family life and pursuing her professional projects. She was placed on sick leave from 2019 and was then recognized as disabled in 2022, which definitively ended her career. Faced with the accumulation of symptoms, the progressive loss of autonomy, and the absence of any prospect of improvement, the patient expressed that she no longer wished to continue living under such conditions and then initiated steps for euthanasia in belgium, reflecting the intensity of her suffering and her physical and psychological exhaustion. Nevertheless, the patient died on (B)(6) 2025 at home on (B)(6) 2009, the patient underwent essure device implantation for permanent contraception after intolerance to oral contraceptives and an intrauterine device. She was 44 years old and had two children at the time of implantation. She subsequently developed progressively worsening abnormal heavy menstrual bleeding, migraines, pelvic pain, urinary disorders, marked fatigue, and disabling pain. Over the following years, she reported severe sciatica with immobilizing pain, ent disorders requiring strong anti-inflammatory treatment, and recurrent symptoms that were not explained by laboratory test results. She later developed dizziness and balance disorders. At the end of 2016, she identified a possible link between her symptoms and the essure devices after a prolonged diagnostic wandering. In (B)(6) 2017, she underwent salpingectomy for device removal; one implant broke during the procedure. In (B)(6) 2017, she underwent hysterectomy to remove the remaining device fragment. After device removal, her symptoms, mainly neurological disorders, continued to worsen. She reported persistent pain and functional impairment affecting daily life and social activities. She was recognized as disabled by social security and was followed by a neurology department; despite multiple investigations, no precise diagnosis was established, and no effective treatment was proposed. Her condition was described as an unspecified degenerative neurological disorder. Diagnostic results (normal ranges are provided in parenthesis if available): "[abdominal x-ray]" on (B)(6) 2009: did not reveal any abnormality, as the essure device was correctly ¿in place "[colonoscopy]" on (B)(6) 2013: showed no abnormality. "[Computerised tomogram]" on (B)(6) 2012: t revealed ¿mechanical discopathy of the last three lumbar levels¿, ¿diffuse disc bulging predominating at l3-l4 and l4-l5¿, and a ¿small focal posteromedian disc protrusion at l5-s1¿. "[Computerised tomogram pelvis]" on (B)(6) 2017: metallic fragment at the level of the uterine cornu¿ "[histology]" on (B)(6) 2017: conclusion: no atypical features "[magnetic resonance imaging]" on (B)(6) 2017: he examination did not reveal any spinal cord abnormality but showed cervical and lumbar discopathy. "[Magnetic resonance imaging head]" on (B)(6)2016: ue to balance disorders that had persisted for approximately two years. The examination was close to normal, with slight widening of the superior cerebellar sulci. "[Ultrasound urinary system]" on (B)(6) 2017: ignificant post-void residual volume requiring urological assessment, and hepatic biliary cysts were considered benign. "[X-ray]" on (B)(6) 2017: the examination revealed disc space narrowing, osteoarthritis at l4-l5 and l5-s1, as well as the ¿presence of small metallic fragments in the left pelvic region¿.; on (B)(6) 2017: post-operative control plain abdominal x-ray confirmed the absence of a metallic foreign body and normal bone density. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reason for the reported complaint. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-jul-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received, the investigation might lead to destruction of the sample if required to perform a proper analysis.